Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought into the clinic, noise was reproducible in both unipolar and bipolar mode. High capture thresholds and pacing inhibition greater than 2 seconds were also observed. Which was suspected to be caused by an insulation breach. The patient was not symptomatic but is pacemaker-dependent. Reprogramming options were recommended. The patient was scheduled for a new rv lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).